Manufacturer narrative:
Concomitant medical products: product ID 37603 lot# serial#:(B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported that they noticed "a little bit of tremor" and slowness on their left hand when they stopped taking their medication over the last 2 days. Patient requested assistance increasing the amplitude by 0.1 for each ins. During the call, the patient initially got the poor communication screen when syncing with the ins on their left side, but they were able to connect on the second attempt. After syncing with the ins on their left side, the patient reported that the therapy screen indicated that the ins was off. The patient did not know why the ins was off, but they did mention that they were trying to use the patient programmer to increase amplitude before calling patient services. The patient successfully turned the ins (on their left side) back on and increased the amplitude from 1.40 to 1.50. The patient then synced the patient programmer with the ins on their right side and confirmed the ins is on. The patient successfully increased the amplitude from 2.10 to 2.20 (for the ins on their right side). They advised the patient to monitor their symptoms and redirected them to their hcp to further address the issue.

Event description:
The patient thinks the ins was inadvertently turned off while adjusting amplitude. The symptoms improved once the ins was turned on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.